Manufacturer narrative:
Philips service performed a ups reset and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that no fluoro was available due to velara generator communication failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.